Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-04926. It was reported that burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.15mm rotalink¿ plus and a rotawire were selected to be used. During the procedure, it was noted the burr was stuck at the wire lumen and the wire stopped moving. The procedure was completed with a different device. No patient were complications reported and the patient's condition was good.